Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault and driveline power fault alarms on system controller (B)(6) were confirmed via log file analysis. The date 28aug2025 indicates a backup battery fault alarm triggered because the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, the alarm resolved at 10:09:10 on 29aug2025 when the backup battery was reseated. A backup battery not installed alarm was triggered on 29aug2025 consistent with the reported reseating of the backup battery. On 30aug2025 a pwr_a_broken (f4) flag was triggered and escalated to a driveline power fault alarm at 10:23:17. The driveline power fault alarm remained active until the end of the log file on 31aug2025. Additional backup battery not installed and backup battery fault alarms after the reseating were observed on 31aug2025, in each case the alarms resolved shortly after triggering. No other notable alarms were observed in the log files. No product was returned for further testing. Additional information indicates all alarms resolved with the exchange of the system controller and modular cable and the lot number of the modular cable could not be provided. The root cause of the reported alarms could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 05feb2025 no deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and driveline power fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the controller for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault on (B)(6) 2025. The ebb was reseated, and the next the ebb fault reoccurred. The ebb was replaced, and then a driveline fault alarm occurred. Log file review was requested which confirmed ebb faults and driveline power (a) faults. The pump appeared to be operating normally based on the log files. A system controller and modular cable exchange was recommended. The site reported that there was no damage to the modular cable or system controller. Both the system controller and modular cable were exchanged, and the driveline faults resolved, and the alarms did not reoccur post exchange.